Event description:
When this event was initially reported, inamed determined that the event was not reportable due to reporting physician's statement that pt's death was most likely due to pre-existing health problems and was not related to the performance of the device or an event that occurred during surgery. Subsequently, voluntary medwatch report was forwarded to the co. This report cited perforation of organs. Though the accuracy of the voluntary medwatch report cannot be confirmed, this info does appear to differ from reporting physician's statement. Inamed has decided to report this event in good faith as it is the policy to resolve doubts in favor of reporting.